Manufacturer narrative:
Expiration date: ni.

Manufacturer narrative:
Additional information was received that the patient developed a local pain which was mild in severity. The patient initially underwent a fluid removal procedure and later underwent a lead extension revision. The event has resolved. The event was procedure related and not related to the device stimulation. Additional suspect medical device component involved in the event: model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm.

Event description:
A report was received that the patient developed a mild adverse event. The patient underwent a revision procedure. The event was assessed to be related to the surgical procedure and the device.

Event description:
A report was received that the patient developed a mild adverse event. The patient underwent a revision procedure. The event was assessed to be related to the surgical procedure and the device.

Manufacturer narrative:
On 26-may-2015 additional information was received that the local pain was located in the right buttock.

Manufacturer narrative:
Additional information was received that during the revision procedure the ipg was moved to the patient's abdomen. Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient developed a mild adverse event. The patient underwent a revision procedure. The event was assessed to be related to the surgical procedure and the device.

Manufacturer narrative:
Additional information was received that the event is not related to the ipg but was related to the lead extensions.

Event description:
A report was received that the patient developed a mild adverse event. The patient underwent a revision procedure. The event was assessed to be related to the surgical procedure and the device.

Event description:
A report was received that the patient developed a mild adverse event. The patient underwent a revision procedure. The event was assessed to be related to the surgical procedure and the device.